Event description:
Caller called alleging discrepant results on one patient. Inratio 1.2, lab 1.7. Time between testing 30 minutes. Patient's therapeutic range 2.0-3.0.

Manufacturer narrative:
Investigation pending.